Event description:
It was reported that during a sigmoidectomy the staples did not come out after changing the cartridge. Another device was used to complete the case. There were no adverse consequences to the pt. No pt consequences were reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.